Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no evidence of the needle deploying into them. A hole was observed in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. A root cause for the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was observed to have a hole. Fluid was observed to exit the fluid path at this hole. This hole was visible without use of the microscope. It could not be determined when or how this damage occurred. This damage cannot be confirmed as the cause of the reported bend/kink.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). Once removed cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.